Manufacturer narrative:
Block e1: initial reporter address (B)(6). Block h6: imdrf device code a0401 captures the reportable event of the basket wires broke. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the basket wires weren't broken, the coil was stretched and deformed. In addition, the side car rx was found push back 17cm and torn. The basket tip was not returned. The reported event of basket wire break was not confirmed. The basket wires weren't found broken. The tip of the basket didn't return for analysis. The tip functionality is to detach from the basket wires if during attempts to crush the stone, the basket can no longer hold the stone. In addition, the coil was found stretched and deformed. This was likely generated when the device was being taken out of the patient since this device cannot be used in this condition. Additionally, the side car was push back and torn. This was likely generated due to the amount of force applied from the handle when trying to crush the stone, causing the working length to retract itself. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the basket wires broke when stone was removed. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the basket wires broke when stone was removed. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of the basket wires broke.